Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be a faulty input stage fuse. The input stage connector was replaced. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a portable video monitor, there was no signal. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.